Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the regulator to the product tank was leaking. An additional malfunction was the control panel was broken.